Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2004 a sjm mechanical valve was implanted. On (B)(6) 2019, the valve was explanted due to endocarditis with partial dehiscence, rocking of valve, moderate to moderately severe valve insufficiency with aortic root abscess and vegetation. The patient status is unknown but the patient experienced no adverse health consequences. Additional information was requested but cannot be obtained.

Manufacturer narrative:
Additional information: h3, h6 an event of explant of a mechanical heart valve after 15 years due to endocarditis, partial dehiscence, rocking of the valve, insufficiency, aortic root abscess and vegetation on the valve was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.